Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt presented with a history of worsening heart failure signs and symptoms, including shortness of breath and fluid volume retention. She was noted to be 15 pounds above her baseline weight, so the decision was made to place her on high-dose diuretic therapy; however, she was unresponsive to the medication. She was admitted to the hospital and underwent right heart catheterization, which revealed a pulmonary wedge pressure suggestive of decreased left ventricle unloading. Her ldh was approximately twice as high as her baseline. A CT scan revealed suspected thrombus at the distal end of the outflow graft, near the ascending aorta. At that time she was admitted as an inpatient and started on medication. The suspected thrombus resolved, and the pt was discharged to home without incident. The pt was then admitted again and a pump exchange occurred on (B)(6) 2013. Thrombus was found in the outflow graft.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.